Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf)/ remaining time on dialysis (rtd) times was not recording. The bmt stated the patient also prompted with a low temperature alarm and the flow turned off. A field service technician (fst) serviced the machine and replaced the heater element. It was reported the low temperature issue was cause of the rtd and dialysate flow remains in bypass. The functional checks were performed and heat disinfect was completed. Upon follow-up, the bmt confirmed the reported issue. The bmt stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The bmt stated that the uf function did not turn on at the start of treatment and the rtd time was not recording. The bmt stated that the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The machine had 322 hours and had no previous machine issues documented. The bmt stated that the machine was services but has not yet been placed back in service.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf)/ remaining time on dialysis (rtd) times was not recording. The bmt stated the patient also prompted with a low temperature alarm and the flow turned off. A field service technician (fst) serviced the machine and replaced the heater element. It was reported the low temperature issue was cause of the rtd and dialysate flow remains in bypass. The functional checks were performed and heat disinfect was completed. Upon follow-up, the bmt confirmed the reported issue. The bmt stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The bmt stated that the uf function did not turn on at the start of treatment and the rtd time was not recording. The bmt stated that the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The machine had 322 hours and had no previous machine issues documented. The bmt stated that the machine was services but has not yet been placed back in service.